Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that after insertion of the intra-aortic balloon (iab) there was blood from the joint of the catheter. And the sheet below the patient was full of blood about 10 min later. Additional information received: the patient did not require any blood transfusion or intervention for the reported blood loss. The catheter was exchanged and the patient was reported as being "fine" after the catheter exchange.

Manufacturer narrative:
(B)(4). Qn#1900057788 teleflex received the device for investigation. The reported complaint that there was a leak at the joint of the catheter at the bifurcate is not able to be confirmed. No issues were found at the luer end of the returned iab. The returned device passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported by the medical doctor that after insertion of the intra-aortic balloon (iab) there was blood from the joint of the catheter. And the sheet below the patient was full of blood about 10 min later. Additional information received: the patient did not require any blood transfusion or intervention for the reported blood loss. The catheter was exchanged and the patient was reported as being "fine" after the catheter exchange.